Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user reported that she used that same cartridge of strips to test her bg level with her dario meter and with her husband's dario meter. It was also determined that the user sometimes used alcohol wipes before testing her bg level. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 134 mg/dl (range 101-146 mg/dl), control solution level 2 test results was 234 mg/dl (range 176-253 mg/dl) the user then tested her bg level with the new strips cartridge and received a bg reading of 168 mg/dl, which she stated was normal for her for that time of day. There is not enough information regarding the meter to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6). The user contacted (B)(6). To report high blood glucose (bg) readings. The user reported receiving high bg readings in the 400 mg/dl to 500 mg/dl range since (B)(6). . The user reported that she received a high bg reading of 574 mg/dl on her dario meter compared to a bg reading of 145 mg/dl from her husband's dario meter.